Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The overall baseline gender characteristics is male; the age of the patients was approximately 65 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family/manufacturer, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "association of remote monitoring with survival in heart failure patients undergoing cardiac resynchronization therapy: retrospective observational study." J med internet res 2019;21(7):e14142) doi: 10.2196/14142. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the association of remote monitoring with survival in heart failure patients undergoing cardiac resynchronization therapy. The article reports one patient who had their device explanted due to an infection. The status/disposition of the device is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.